Manufacturer narrative:
(B)(4). Buckled knife, damaged articulation bar. Additional information was requested and the following was obtained: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.). First. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, needed more force to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, intervention was needed to open jaws. Was there any difficulty removing the device from the tissue? Asku. The analysis results of the ec45a device was received with the articulation mechanism damaged. Furthermore, the closing trigger and anvil were noted to be in closed position; an ecr45d cartridge reload was received loaded on the device fully fired. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the knife was found buckled and the articulation bar damaged. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, on the first firing with a gold reload the surgeon said it was difficult stroking through the firing. Then the device was difficult to open, but it was pried open. It is unknown how the device was removed from the tissue. It is unknown how the case was completed. There were no patient consequences reported.